Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 27-jun-2019, UDI#: (B)(4), implanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving bupivacaine (20mg/ml at 3.202mg/day), ketamine (2000mcg/ml at 320.2mcg/day), baclofen (1000mcg/ml at 160.1mcg/day), and dilaudid (20mg/ml at 3.202mg/day) via intrathecal drug delivery pump. The indication for use was noted as malignant pain. It was reported that a possible catheter revision would occur on (B)(6) 2018. The healthcare provider (hcp) was suspecting there was cerebrospinal fluid (csf) buildup in the spine incision from when they had implanted the pump on (B)(6) 2018. During pre-operation, they decided to change the drug and the bridge bolus was currently running. As of an hour before the report (approximately (B)(6) 2018 at 1414), there was still about 25 hours 55 minutes left of the bridge bolus. No symptoms were reported. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that there was no device issue, patient/therapy issue, or procedure issue. The hcp had put sutures around the area of where the lumbar puncture was made through surgical intervention. The issue had been resolved. The implant itself was not explored or changed or revised. There were no further complications reported at this time.